Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the reported field event of high hv lead impedance and pacing lead impedance was confirmed in the laboratory. During the analysis the failure become lost. The device was tested on the bench as well as using automated test equipment and no anomalies were found; the failure could not be recaptured. The cause of the reported high hv lead impedance and pacing lead impedance could not be determined.

Event description:
It was reported that the patient presented in clinic after receiving a vibratory alert for high, out of range pacing and high voltage lead impedances. No capture was observed. The patient reported feeling more fatigued than usual. During the explant procedure, all leads tested normal with the analyzer and with the new device. Therefore, the leads remain implanted and the device was explanted and replaced. Patient was in stable condition.